Manufacturer narrative:
Product was not returned to the manufacturer as kept by patient. No examination can be performed the review of the device history records and review of traceability did not reveal any non-conformance's to specifications or deviations in procedures that might have contributed to the reported event. As reported by surgeon, he thought there were osteophytes that weren't initially removed that hindered the proper function of the implant and the implant teeth weren't as fused/sunk into bone as the other implant and thought that was why implant shifted. The investigation found no evidence to indicate a device issue. As indicated in mobi-c us surgical technique : "perform a complete discectomy of the disc space between the uncinate processes and back to the posterior ligament. Take care to decompress the foramen bilaterally and respect the bony endplates" and "manually remove all posterior osteophytes on the superior and inferior vertebral endplates. As needed, address large, significant anterior osteophytes". Root cause: related to a poor preparation of surgeon during first surgery.

Event description:
Mobi-c p&f revison for implant migration: initial surgery was on (B)(6) 2018, revision surgery was performed on (B)(6) 2018. The dr stated that the original implant had shifted. Surgeon thought there were osteophytes that weren't initially removed that hindered the proper function of the implant. Dr also though the implant teeth weren't as fused/sunk into bone as the other implant and thought that was why implant shifted revision surgery performed to provide better disc space, remove additional osteophytes for implant to be implanted in. Mobi-c explanted was replaced by a new mobi-c. No delay on surgery. No impact on patient state of health was reported